Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported she was hospitalized with high blood glucose of 600 mg/dl and diabetic ketoacidosis. Leading to the emergency room visit, customer had a virus and was vomiting. She was treated intravenously with insulin and had low blood pressure. Customer was wearing the insulin pump at time of hospitalization. Nothing further reported.